Event description:
The threaded part of the instrument separated from the handle during operation. The surgery was delayed for 3 hours due to having to get a new instrument and to get the threaded part out from the cement down in the femoral canal.